Event description:
Information was received via a post market study that during a right internal carotid artery (ica) to common carotid artery (cca) stenting with the angioguard in place, when the precise stent was placed in the target lesion, the patient's blood pressure dropped below 80mm hg and the patient had paralysis of the left side. Vasopressor was administered for 8 days for the hypotension, edaravone for 12 for the stroke, and the patient was given rehabilitation. Post procedure MRI confirmed cerebral infarction on the ipsilateral side. According to the physician, the hypotension was occurred due to carotid sinus reflex and contributed to the stroke. The patient's medical history included hypertension was admitted with a diagnosis of 85% asymptomatic carotid artery stenosis. There was mild calcification and no vessel tortuosity. Pre procedure medications included aspirin, clopidogrel, candesartan cilexetil, nifedipine, valsartan and doxazosin mesilate. The angioguard delivery system and the precise stent were successfully placed. Pre-dilatation (4mm/12atm) was performed with balloon catheter (brand unk). Other medication given intra-procedure consisted of heparin sodium. No spasm was noted at the target site at any time during the procedure. The patient has since been discharged from the hospital.

Manufacturer narrative:
The stent remains implanted and the angioguard is not available for analysis. MFR reviewed the device history records relative to the manufacturing, inspecting and packaging of lot, which is cordis angioguard lot. The history records indicate this product was final inspection tested at MFR and was determined to be acceptable. As indicated in the instructions for use, hypotension and stroke are known adverse events associated with carotid artery stenting. As indicated by the physician, the hypotension was due to carotid sinus reflex and contributed to the stroke. Hypotension, with the attendant symptoms, is a well known and anticipated relatively short term adverse event associated with the carotid stent implantation procedure. This symptom can be attributed to the baro-receptor trauma that is intrinsic to the carotid artery manipulation during stent implantation, associated with the compression of the pressure sensitive receptors, located within the carotid artery structure, during balloon inflation, stent implantation and filter device manipulation. Stent placement may promote persistent stimulation of these baro-receptors. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age and co-existing patient medical history. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The patient's intolerance to hypoperfusion due to the procedural hypotension as well as other clinical/procedural factors such as physical manipulation of the carotid arteries and the associated risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. There is no evidence to suggest. There were any manufacturing issues that contributed to the reported event. Vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. This is one of two products used during the same procedure on the same patient, which is associated with mfg report #9616099-2009-00942.